Manufacturer narrative:
The serial number, UDI and device manufacture date kept blank since the given asset information found to be server. Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a server issue. A technical support specialist confirmed that there were no errors on the server, and the issue has been resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not crossing over to the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.